Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A stryker service tech evaluated the bed and no defect was found. The issue was resolved for the customer by verifying that the bed was functioning to specifications.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported. A stryker service tech evaluated the bed, and no defect was found. The issue was resolved for the customer by verifying that the bed was functioning to specifications.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the patient fell out of bed and the bed exit did not alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported. A stryker service tech evaluated the bed, and no defect was found. The issue was resolved for the customer by verifying that the bed was functioning to specifications.